Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2010 and mesh was implanted. The mesh eroded into the vagina and the patient underwent another procedure on an unknown date to cover the erosion with vaginal mucosa. Additional information will be requested.